Event description:
The customer reported a loud pop and the system quit making fluoro. The system functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased and the x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.